Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose of below 600 mg/dl, also experienced low blood glucose level. Other blood glucose values mentioned such as in the range of 200 mg/dl, 144 mg/dl, 346 mg/dl, 30 mg/dl, 269 mg/dl. The customer was treated high blood glucose level with insulin drip, manual injection and low blood glucose treated with sandwich. Drive support cap was normal. Insulin pump had motor error alarm and also had other insulin pump error alarms. The insulin pump will not be returned for analysis.